Manufacturer narrative:
Batch review performed on 20 december 2018 lot 134688: (B)(4) items manufactured and released on 13 january 2014. Expiration date: 2021-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component revised: stem: masterloc 01.39.011 cementless ti coated std stem # 11 (k151531), lot 162767:(B)(4) items manufactured and released on 28 june 2016 . Expiration date: 2021-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: cocr 01.25.025 cocr ball head 12/14 ø 32 size xxl +10.5 (k072857), lot 151915: (B)(4) items manufactured and released on 29 september 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: partial revision (stem and head) in primary cementless tha 1,5 years after index operation due to unspecified pain. We only have one intraoperative fluoroscopy shot and the only additional item of information is that the initially suspected infection was not confirmed by analysis. With the information at hand, we cannot draw any conclusion but we see no evidence of a defective device.

Event description:
The patient came in complaining of pain 1 year and 8 months after primary. The surgeon revised the stem and head with another company's product. The liner was revised with a medacta liner and the surgery was completed successfully. The reason of the pain is unknown. It was thought that the patient may be infected due to swelling. The frozen and micro pathology reports came back negative.